Manufacturer narrative:
Pump was received with pump error 68/49/23 alarms after battery changed due to corroded battery tube. No unexpected this alarm is generated when a power failure is detected alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm occurred multiple times. The customer¿s blood glucose was 150 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer states the alarm did not occurred immediately after a battery change. Troubleshooting was performed. The insulin pump will be returned for analysis.